Manufacturer narrative:
The patient required amputation on the treated limb. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. Report source: foreign- (B)(6)/ study name: (B)(6)- patient ID # (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, ischemia and amputation are listed as potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, a stellarex catheter was used to treat the target lesion of the right mid distal sfa. Approximately 22 months post index procedure, the patient experienced ischemia of the right foot. A major amputation of the right lower leg was performed on (B)(6) 2019.